Event description:
Complainant alleged that while after delivering a shock to a pt and then replacing the battery, the medics were unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod and this complaint is still under investigation.